Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle failed to insert or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide; model: ust400 14421-aw rev h / 2016 checking your blood glucose 7 page 95. Warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.

Event description:
Customer reported high blood glucose (up to 450 mg/dl) and reported difficulty inserting the cannula properly. The customer reported the cannula was short.